Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The reported condition was confirmed. The unit was tested and the device was found to have corrosion. The assignable root cause was determined to be due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery, it was discovered that the compact speed reducer device would not spin. There were no delays to the planned surgical procedure as a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.